Event description:
A 54-year-old male with a history of diabetes mellitus and cardiomyopathy, presenting in a pre-support clinical state consistent with scai shock stage e, underwent implantation of an impella 5.5 via the right axillary artery using a surgical approach. The introducer was flushed prior to insertion. The device was inserted without complication over an impella wire and initiated on support with appropriate positioning confirmed by transesophageal echocardiography. Following initiation of support, the patient developed narrowing of pulse pressure and a decrease in blood pressure, with the pump unable to deliver flows greater than 3.5 l/min, consistent with saturated pump flow. Due to the need for higher flow rates, the treating physician elected to proceed with peripheral va ECMO cannulation. Following ECMO cannulation, a pericardial window was performed, which revealed high chest tube output. The patient subsequently underwent emergent exploratory sternotomy for chest exploration. With the chest open, no obvious source of bleeding was identified; the heart was intact with no punctures or device-related injury noted. Despite chest closure, high chest tube output persisted. The treating physician attributed the bleeding to a recent plavix load and possible disseminated intravascular coagulation. The patient received a total of eight units of packed red blood cells in the operating room along with additional blood products. Bleeding resolved after correction of thromboelastographic parameters and administration of clotting factors. No biomaterial was observed in the outflow, no left ventricular thrombus was noted, and the impella device was not removed and remained in support at the time of reporting. The patient¿s condition remained critical. The pump is expected to be returned for evaluation, and device data download is required. Based on the available information, the major bleeding, hypotension, low pump flow, and subsequent surgical interventions were attributed to the patient¿s clinical condition, pharmacologic anticoagulation/antiplatelet therapy, and suspected dic.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D6: added explant date. D9: added devices return information. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: low or blocked pump flow: no product defect related to low pump flow was found; however, reproducing testing on low pump flow could not be performed due to inability to investigate low flow on the returned pump because of an electrical short from blood ingress into the red handle due to a hole in the catheter. The cause of the low pump flow issue was not determined without sufficient clinical details, including data logs. Hypotension / major bleed: the cause of the injury was not determined due to insufficient clinical details.